Event description:
It was reported that the device suddenly posted an alarm during use which indicated a battery failure. The system effect is not clear since the user described it as: "the device was restarted or shut down due to battery failure." As per report, the device was replaced in a controlled maneuver in abundance of caution; no patient consequences have resulted from the event.

Manufacturer narrative:
The user facility stated in the ca report to have contacted the manufacturer for follow-up actions but in fact, the local dräger s&s organization was not involved; a third-party service provider was obviously instructed to provide diagnosis and potential repair measures. Dräger was not able to obtain further details and can thus not perform a case-specific evaluation. The following can be concluded in general: a reboot is the specified behavior to overcome deviations in the processing of sw routines that cannot be removed by other means. The device will briefly power-off and back on and post an alarm to alert the user. For the duration of the reboot the device opens the pneumatic system to ambient to allow spontaneous breathing and, after a typical duration of 12 seconds the device will continue ventilation with the previous settings when the reboot was successful. There are multiple scenarios imaginable which may trigger a reboot, some of these may also be hardware-related. Under certain pre-conditions, also an issue with the internal battery may trigger a reboot but - for the particular case - this can neither be confirmed nor denied on the base of the few available details. The device is approximately six years old; the state of preventive maintenance and repairs is unknown to dräger. The internal battery is subject to wear and tear and shall thus be checked regularly; the recommended exchange interval is two years. It is not known for the particular device when the last battery exchange was provided if ever. Under consideration that indeed an issue with the internal battery has triggered a reboot, this must be attributed to lack of preventive maintenance then. Finally, the unspecific description may also be interpreted as a complete shut-down of the device due to total loss of electrical power - a certain number of different scenarios is imaginable. If - for example - the battery was over-aged or deep discharged due to long device storage already, a loss of mains power or malfunction of the device-internal power supply will lead to an unexpected shut-down because the internal battery cannot supply the device with energy for the specified time anymore. A reliable conclusion in regard to the exact root cause is not possible due to lack of relevant information. The internal battery is an important fail safe mechanism to cover mains power losses - it is thus recommended to verify the battery status during the daily pre-use check - the operator shall disconnect the power cord and check if device operation continues on battery and if the battery is being charged sufficiently.